Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that a merlin.net transmission showed non sustained lead noise due to post paced t wave oversensing. The device was reprogrammed. The patient was asymptomatic.

Event description:
New information received states that another instance of non sustained rv oversensing due to post paced t wave oversensing was observed via a merlin.net transmission. Further programming changes were implemented. The patient did not report having any symptoms and monitoring will continue.

Event description:
New information received states that another episode of post paced t wave oversensing was observed. The patient was reported to be asymptomatic. No programming changes have been implemented.